Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump would not alarm for infusion complete. The customer reported that the device was programmed to run at 100 ml/hr with a volume to be infused of 50 ml/hr, and that the device was "getting stuck at 0.02 ml remaining then jumping up to 0.05 ml remaining and would not go into infusion complete". It was reported that this occurred during biomedical testing. It was also reported that there was no patient injury.